Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. No ramping numbers noted on the display. The insulin pump was monitored and tested with no unexpected battery out limit alarm and blank display noted. The insulin pump was programmed with test minilink transmitter and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No lost sensor alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 180 mg/dl at the time of the incident. Customer changed the battery yesterday and then changed it again today after the blank display. Customer stated the insulin pump started counting down and alarmed battery out limit. The device was also missing the bumper sticker at the bottom. The customer was offered to troubleshoot for high blood glucose but declined, treated the high reading with a bolus. The customer did not state the display returned during the troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.